Event description:
A technician reported that system messages were displayed during combined surgeries performed on an unknown number of patients. There was no harm reported for any of the patients. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).